Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel below the knee. A 1.2mmx15mmx142cm emerge balloon catheter was advanced for dilatation. However, during initial inflation, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good.